Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia, open repair with new mesh placement. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia. Post-operative patient treatment included open repair with placement of bard perfix plug medium size mesh and hernia dissected away from the cord structures.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia and adhesions. Post-operative patient treatment included open repair with placement of bard perfix plug medium size mesh and hernia dissected away from the cord structures.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence of right inguinal hernia and adhesions. Post-operative patient treatment included open repair with placement of bard perfix plug medium size mesh and hernia dissected away from the cord structures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.